Event description:
It has been reported to philips hat the table would not lock and there was an error message prompted that geometry was not available. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Addtl narrative: according to the additional information collected, the issue was identified during start up of the system while preparing for a case. The patient was not yet on the table and the procedure was rescheduled to another room without delay. A philips service engineer inspected the system onsite and analyzed the log files. It was identified that the geometry pc did not start up, causing loss of geometry movements and a free floating table. The geometry pc was replaced and the system was returned to use in good working order. As explained in the instructions for use: "if any part of the allura xper fd series is known (or suspected) to be defective or wrongly adjusted, do not use the allura xper fd series until a repair has been made." Corrected data: codes have been updated as per the investigation outcome.